Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to need of radiotherapy of a glioblastoma. It is unknown if there are plans to reimplant the patient as of the date of this report.